Manufacturer narrative:
Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation, manufacturer¿s instructions, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one cxi support catheter was returned for investigation. The guidewire would not pass the 3rd marker band from the proximal end. A leak was noted at a compressed area starting at 80.2cm and measuring 2.2cm in length. Multiple kinks were noted along the catheter length. No other damage was noted. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming item which could contribute to this failure mode. The affected unit, however, was scrapped and not replaced. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer occupation: lead tech. PMA/510(k) number: k160884. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a contralateral angiogram in a patient of unknown demographics, a cxi support catheter experienced a kink. The physician placed the catheter over the wire, performed a hand injection, and the device kinked. When the physician attempted to put the wire back in the catheter, difficulty was experienced. The catheter was then removed successfully with no harm to the patient. Later, after receiving the device for investigation, cook's device check-in team noted the catheter had a leak at the 3rd marker band. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.